Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the atrial lead had a significant insulation breach with a small portion of inner conductor protruding. High frequency, non-physiologic noise was observed through the merlin psa with large fluctuations in pacing impedance. The lead was capped and replaced on (B)(6) 2024. The patient tolerated the procedure well and did not experience any adverse events before, during or after the scheduled procedure.